Event description:
The complaint is reported as: endurance catheter placed in patient (B)(6) 2020 for morphine pca and blood draws. On (B)(6) 2020 rn complains that catheter cannot draw blood. Vascular team assess a mechanical occlusion and kink in the catheter. Dressing is changed and the rn was able to get a blood return. The catheter continued to be positional for blood return and site found to be leaking fluids on (B)(6) 2020 - team removed catheter and could visibly see the crack in the catheter. No patient injury or complication. The device was replaced with a peripheral IV. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one endurance catheter assembly for evaluation. The device contained significant signs of use in the form of biological material. After the sample failed functional testing, the catheter body was microscopically examined. A small slit was found in the catheter near the juncture hub. The slit was increased material, indicating the catheter was kinked and eventually caused a small hole to form. The catheter body contained a small slit near the juncture hub and 83 mm from the distal tip. The total length of the catheter body measured to be 85 mm which is consistent with the nominal specification of 85 mm per product drawing. The outer diameter of the catheter body measured to be 0.043" which is within specifications of 0.041" -0.045" per product drawing. The catheter was initially flushed to ensure no blockages were present. The distal tip was then clamped and the catheter was pressurized using a lab inventory syringe. A small leak was detected in the catheter body near the juncture hub. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The customer report of an endurance leak was confirmed by complaint investigation of the returned sample. The endurance catheter body contained one slit near the juncture hub. The damage was consistent with inadvertent kinking near the catheter hub. The sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: endurance catheter placed in patient (B)(6) 2020 for morphine pca and blood draws. On 1(B)(6) 2020 rn complains that catheter cannot draw blood. Vascular team assess a mechanical occlusion and kink in the catheter. Dressing is changed and the rn was able to get a blood return. The catheter continued to be positional for blood return and site found to be leaking fluids on (B)(6) 2020 - team removed catheter and could visibly see the crack in the catheter. No patient injury or complication. The device was replaced with a peripheral IV. The patient's condition is reported as fine.